Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up on the jaw area. The teflon pad was found separated from the jaw, exposing metal. Charmed marks were also noted on the teflon pad. The exposed metal to metal contact on the jaw caused the short circuit error when the seal and cut button was activated. The distal end was inspected under a microscope and no probe damage was found. The user¿s complaint was confirmed. The most likely cause for the teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent such damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during total laparoscopic hysterectomy procedure the device stopped working and got a short circuit error message. Furthermore, olympus was informed that there was no damage to the teflon pad, no metal was exposure and no device fragment fell off. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using another thunderbeat device. There was no patient injury reported.